Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high capture threshold, loss of capture, and r-wave amplitude variation was observed on the right ventricular (rv) lead. The device was reprogrammed to resolved the event and the patient was in stable condition.